Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to: sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, dyspareunia, and vaginal scarring. It was reported that the patient had a hysterectomy in 2010. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to status post a&p repair with vaginal mesh, now with mesh exposure. The patient also underwent another mesh revision on (B)(6) 2012 due to bladder pain and mesh exposure. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.